Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room due to a blood glucose (bg) level of 589 mg/dl with ketones which resulted in hospitalization. The customer believed that the pump was not delivering insulin properly which caused the elevated bg. The customer received intravenous insulin as treatment for elevated bg. Multiple contact attempts were made by tandem technical support to obtain further information regarding the issue; however, the customer did not respond.